Manufacturer narrative:
Femoral stem subsided after 10 months of implant. Initial investigation reveals that surgeon may have implanted smaller size stem. Exact cause of stem subsidence is either due to smaller size implanted or also no bone growth in patient body. Event is not related to device malfunction. Due to revision surgery, event is reportable per MDR definition of reportable complaints.

Event description:
Patient had primary hip replacement on (B)(6) 2017. Femoral stem subsided months later causing thigh pain. Revision arthroplasty performed on (B)(6) 2018 replacing stem with proximal fill prosthesis.